Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Event description:
It was reported that an mlnc mp10 cable that was in use in the nicu spontaneously stopped working. The spo2 no longer being able to be picked up. Troubleshooting determined the cable to be the cause of the issue. The cable was used with a new philips x2 module in the nicu setting with a philips mx800 monitor. No consequences or impact to patient.